Event description:
The pt experienced a surging sensation while going through store security and it was stated that (B) (6) was "especially bad". The pt was instructed to turn the device down and off before going through security. No injury was reported.

Manufacturer narrative:
(B) (4).